Event description:
It was reported to minimed that the customer contacted technical support with a general product enquiry on basal settings. The blood glucose value was reported as 500 mg/dl. The event involved product(s) mmt-326a, mmt-397a, mmt-1880l, mmt-7020la. The customer was advised that auto mode/smartguard would turn off or the pump would exit auto mode under those conditions. The customer treated the event with a bolus delivery. Troubleshooting was performed. The customer has type 1 diabetes and was using the insulin pump system within 48 hours prior to the reported event. The reported high blood glucose duration was greater than 4 hours, and smartguard had been active at the time of the event. No further customer complications were reported. No product return is required for mmt-326a, mmt-397a, mmt-1880l, mmt-7020la.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.